Event description:
The rptr did meter to lab comparison tests. Rptr took the meter to the lab, and the tests were done within 5 mins. Rptr's meter reading was 83 mg/dl, and the lab test result was 143 mg/dl. A control solution test was not done at that time due to unavailability of supplies. On follow up, control solution tests were low at 70, 68 (88-132). The rptr checks the strip confirmation dot, and technique of applying blood is accurate. Rptr cleans meter regularly. No harm was alleged.